Event description:
Info received indicates no nurse call is possible on the bed due to the pins on the sidecom cable being damaged.

Manufacturer narrative:
The tech replaced the communication cable to repair the bed.